Manufacturer narrative:
A ge oec svc rep investigated the issue and could not duplicate the malfunction. Described report appears to be sys lock up where the collimator closes and the interlocks open freezing the sys "in-state" where it appears the sys continues to x-ray, even though no x-ray is produced. A reboot corrects the issue, as occurred in this case. The flash nodes were re-loaded to prevent further lock-ups. The sys was tested and fond to be operating as intended. The sys was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effects were reported because of this malfunction.

Event description:
The ge oec fluoroscopy sys was reported to have the collimator close down and the x-ray indicators continued to appear that the sys was making an exposure. A system reboot restored function.